Event description:
It was reported that the rover's electrical cord is damaged and the bare wires were exposed. There were no adverse consequences related to this event.

Manufacturer narrative:
The power plug was repaired and the rover was returned to service after passing functional tests.